Event description:
The customer contacted therakos to report an alarm #53: return line air detected alarm and blood clotting observed with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed air in the return line and a blood clot was seen in the filter of the kit during the ecp treatment. The ecp treatment was aborted and residual blood within the kit was returned to the patient. The complaint kit was returned for investigation. Evaluation of the returned kit found blood residue on the outside of the return pressure dome. This finding meets the criteria of a reportable malfunction as the pressure dome leak most likely occurred during the ecp treatment. The customer reported the patient was in stable condition. The complaint kit and smart card were returned for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n350 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n350 shows no trends. Trends were reviewed for complaint categories, pressure dome leak, alarm #53: return line air detected and clot observed. No trends were detected for these complaint categories. The smart card and kit were returned for evaluation. The kit was returned and a visual inspection found dried blood on the outside of the return pressure dome. There was no evidence of blood solids in the filter or centrifuge chamber. A pressure test was performed on the return circuit and a leak was found in the return pressure dome. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the pressure dome leaked at the time of manufacture. The reports of clots within the kit was not confirmed upon review. The root cause for the pressure dome leak could not be determined. No further action is required at this time. (B)(4). H.m. 16 oct 2025.